Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. 20227411) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, miscarriage and cholecystectomy. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), perinatal depression ("post "partum" depression") and previous caesarean section ("repeat low transverse cesarean section") and underwent gastric banding ("a gastric lap band that was previously placed moved due to the pregnancy and she had to have it removed in 2018"). The patient was treated with surgery (bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pregnancy with contraceptive device, perinatal depression, previous caesarean section and gastric banding outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, gastric banding, perinatal depression, pregnancy with contraceptive device and previous caesarean section to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: that she should use backup contraception prior to confirmation or otherwise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality safety evaluation of ptc (product technical complaint) a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this was provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. 20227411) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, miscarriage and cholecystectomy. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and perinatal depression ("post partum depression") and underwent caesarean section ("repeat low transverse cesarean section") and gastric banding ("a gastric lap band that was previously placed moved due to the pregnancy and she had to have it removed in 2018"). The patient was treated with surgery (bilateral salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pregnancy with contraceptive device, perinatal depression, caesarean section and gastric banding outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, caesarean section, gastric banding, perinatal depression and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: that she should use backup contraception prior to confirmation or otherwise. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received lot number was added. Events " unintended pregnancy, post partum depression, back pain, cesarean section, gastric lap band" were added. Medical history, lab data and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.